Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes was contacted after a call transfer and reported experiencing multiple line blocked alerts following insertion of a new infusion set. The patient acknowledged the presence of abdominal scar tissue from long-term pump therapy and indicated that alternative insertion sites had previously been recommended, although similar issues continued. Guidance was provided on alternative infusion sites and possible alternative infusion sets available through the supplier. The patient noted that the removed infusion set was not straight upon removal and confirmed that a site change had been performed. There was patient involvement/no patient injury.